Manufacturer narrative:
Reliability analysis inspected an opened/used enlite sensor and performed a bicarbonate buffer test. The sensor failed per specifications due to high readings.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 115 mg/dl. Customer's sensor glucose level was 60 mg/dl. Troubleshooting for sensor glucose and blood glucose was performed. Troubleshooting for calibration error was performed. Troubleshooting for bad sensor alert was performed. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.